Event description:
On (B)(6) 2012, the healthcare professional/reporter contacted lifescan to report the one touch surestep flexx meter was giving inaccurately high readings. On (B)(6) 2012 the senior medical surveillance specialist spoke with the emergency room nurse to obtain and verify information. On (B)(6) 2012, a patient in the emergency room was tested for his blood glucose level and obtained a reading on the reported meter that was high compared to the laboratory result. The reporter was unable to provide any specific data regarding the results or the patient's diagnosis. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient was treated with insulin based on the meter reading. The nurse reported that the physician would not have given the patient insulin based on the laboratory result. The patient was admitted to the hospital. No information was provided about the test strips in use, the nurse's testing technique or quality control testing performed on the reported meter. The patient allegedly was treated with insulin based on an elevated meter reading, and admitted to the hospital, therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013) - device evaluation: lfs has not received the products involved with this complaint. However, retain test strips were evaluated and passed testing wtih no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(6).